Manufacturer narrative:
Follow-up #1: date of submission: 05/17/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2016 with the following findings: on investigation, the keypad cover is intact and without damage. On testing, all keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any contamination of the keypad button contacts. Investigation did not duplicate the complaint and the pump was found to be operating as expected without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 12/24/2015 alleging a keypad/button issue (tactile changes/unresponsive). There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting.